Event description:
Four weeks after the injection, the pt experienced large nodules and the doctor had to cut them open and squeeze the material out. She said the nodules looked like they were infected. The doctor put the pt on cipro.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.